Manufacturer narrative:
Investigation of returned product was performed with (B)(4) since the returned product (two broken tips) cannot be matched to a certain case. Nothing unusual to found at DHR review. Customer misuse. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that eddy tip broke during use. No injury. This is the 2nd complaint for this eddy tips with the lot 406549 (1st complaint case-(B)(4).